Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not received for examination. Examination of the devices that were returned on this complaint found evidence to support disassociation of the liner from the cup, while implanted. Visual examination of the provided x-ray image, also confirmed disassociation. Depuy considers the investigation closed. Should additional info be received. The investigation will be re-opened as necessary. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible, because the required lot number was not provided. Corrected: d4 (catalog).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a thp corail with daa approach in 2017, no post op complication and everything went well. Patient was doing some normal activity at home ( closing the curtains) where he felt something wrong, like something popped out, no pain, no falling or limitation of movement just a very loud squeezing sound in every movement. The orthopedic surgeon did a hip revision to solve the problem.